Event description:
It was reported, syringe 50 ml, foreign matter at the tip of syringe. The following was provided by the initial reporter: ¿while mixing inside the cleanroom , we opened the package of 1 syringe bd 50 ml luer lock lot # 5362141 exp date :2030/11/30 , we noticed black stain or particulate at the tip of the syringe , item cannot be used.¿

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.